Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a delayed load set prompt (not detecting an open door). Service evaluation verified the delayed load set prompt. The cause was determined to be an upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device observed delayed load set prompt (not detecting an open door). There was no patient involvement. No additional information is available.